Event description:
Pt's battery cap cracked and pt can no longer change battery. The pump also just keeps vibrating. Pharmacy will send pt new pump. Pt is using back up pump. Pt was only able to provide serial number of the pump in use. Author went through pt notes to determine that pump with problem should be (B)(4). No other info available. Dose or amount: 42 ng/kg/min, frequency: continuous, route: sq. Dates of use: (B)(6) 2016 to present. Diagnosis or reason for use: pah.